Event description:
Mother reported that the act button on the insulin pump was unresponsive. Customer's blood glucose reading at the time of the call was 180 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent act button response due to moisture damage on the keypad traces. The insulin pump had minor scratches on the display window and a cracked case at a display window corner.